Event description:
Additional information was received from the patient. They reported that they met with the manufacturer representative on (B)(6)2021. The issue has not yet been resolved, no other information reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the recharger takes about an hour and half to get him charged up. They have been trying to charge once a week. When going back to recharging, the stimulation was turned off. They used the smart programmer and it said the stimulation had been shut off. They turned stimulation back on and it gave the patient a shock every time. They went back the next week and stimulation was shut off. The patient was checking every four days, and a couple times therapy was still on. Patient services (ps) reviewed with the patient and they were shutting the handset off properly. Ps asked the patient when the therapy was off, how much battery was left in the stimulator and they did not know. Ps showed caller how to recharge and use the recharging application to confirm the charging percentage. Before they left for (B)(6), they met with a manufacturer representative (rep) (B)(6) 2022, and the patient went for three weeks doing excellent. That was the only time they had any good results with this thing. The rest of the time the patient urinates in their pants twice a day. The rep did something that did a pulsation on them. Doesn't know if it was like a reminder to go to the bathroom. It doesn't do that anymore. Ps explained the body can adapt to the stimulation. If the patient didn't feel stimulation and not getting relief, they should consider increasing the stimulation. It was set at 2.8 volts, and if go up higher at 3.0 it hurts. Ps explained then they should try a different program. Caller said when they were sitting in chair they didn't need to go, but then when he gets up it was too late to get to the bathroom.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the recharger takes about an hour and half to get him charged up. They have been trying to charge once a week. When going back to recharging, the stimulation was turned off. They used the smart programmer and it said the stimulation had been shut off. They turned stimulation back on and it gave the patient a shock every time. They went back the next week and stimulation was shut off. The patient was checking every four days, and a couple times therapy was still on. Patient services (ps) reviewed with the patient and they were shutting the handset off properly. Ps asked the patient when the therapy was off, how much battery was left in the stimulator and they did not know. Ps showed caller how to recharge and use the recharging application to confirm the charging percentage. Before they left for florida, they met with a manufacturer representative (rep) (B)(6) 2022, and the patient went for three weeks doing excellent. That was the only time they had any good results with this thing. The rest of the time the patient urinates in their pants twice a day. The rep did something that did a pulsation on them. Doesn't know if it was like a reminder to go to the bathroom. It doesn't do that anymore. Ps explained the body can adapt to the stimulation. If the patient didn't feel stimulation and not getting relief, they should consider increasing the stimulation. It was set at 2.8 volts, and if go up higher at 3.0 it hurts. Ps explained then they should try a different program. Caller said when they were sitting in chair they didn't need to go, but then when he gets up it was too late to get to the bathroom. Additional information was received from the patient. They reported that they met with the manufacturer representative on (B)(6) 2021. The issue has not yet been resolved, no other information reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.